Event description:
It was reported that a cartridge leaked insulin. There was no adverse impact to the customer¿s blood glucose level. The caller changed the cartridge and successfully resumed insulin therapy.